Event description:
Additional information was received that halt and thrombus developed due to deep implant and under expansion of the valve. In result, the patient developed heart failure with a peak gradient of 72 millimeters of mercury (mm hg). The patient was placed on blood thinner treatment and the patient was subsequently hospitalized. It was noted that if blood thinner treatment does not help, then a non-medtronic valve will be implanted inside the transcatheter valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b1. B5. H6. Corrected data: b3. G3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately four years and three months following the implant of this transcatheter bioprosthetic valve, the valve leaflets were reported to appear thickened with early hypoattenuated leaflet thickening (halt)/thrombus/possible pannus. No intervention or treatment was reported, but it was noted that the patient is being evaluated/considered for the following two treatment options: surgical aortic valve replacement and transcatheter aortic valve-in-valve replacement. No additional adverse patient effects were reported.